Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the ER with fever and muscle pain. Pocket infection was diagnosed and the system was removed.